Event description:
It was reported that "the doctor placed the first screw into the plate and took a fluoroscopy shot. After viewing the images, he decided he did not like the looks of the screw placement and decided to remove the screw. After much struggle in removing the screw, in order to use a rescue screw, he had to switch plates because the bushing was ruined on the original plate".